Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Cardiacassist inc. Manufactures the protekduo cannula. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through literature review livanova became aware of protekduo cannula fractures at the bifurcation and where it turns within the right ventricle into the right ventricular outflow tract. A picture of the cracked cannula is included within the article. There was no report of patient injury.

Manufacturer narrative:
H.10: no further details is available for this specific case. The most likely root causes are: defective cannula due to manufacturing issue. Patient movements. Cannula accidentally damaged by the physician. Based on the current level of information and considering similar cases reported from other customers, the most likely root cause of the event was an excessive level of stress applied during the cannula insertion/sutures placement. As per protekduo instruction for use a warning related to y connector area is reported "avoid kinking the protekduo cannula during handling and preparation. Note: the basket area around the proximal holes is more susceptible to kinking than other areas". Complaints database analysis revealed no adverse trend for this type of failure.

Event description:
See initial report.